Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Sepsis. Treated with serial debridements, retention of humeral head, conversion to reversed (subscap disruption).